Manufacturer narrative:
Date device returned to manufacturer (field d9) is unknown. The investigation for the reported optical signal issue has been completed. The product was returned, and the optical signal issue was not confirmed. Log analysis: this is a known pattern failure in which all signals received from optical bench (placement, snr, contrast, lamp, gain) are interpreted as -16384 values. This lasts between 2 to 10 minutes, after which all signals go back to normal. Device analysis: complaint cause is a known pattern failure characterized by temporary loss of placement signal. No repair will be necessary as the issue has a low probability of reoccurrence, lasts only up to 10 minutes. If needed, patient hemodynamics and impella position can be monitored with imaging. The root cause of the transient loss of optical data is not determined due to the inability to reproduce. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a placement signal failure during support. The issue resolved within 10 minutes. There was no harm done to the patient. While investigation the automated impella controller (aic) opm failure was noted.